Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the patient was asymptomatic. Programming changes were made. No further intervention was reported. There were no patient consequences.

Event description:
New information received notes that the noise was oversensed by the device. It was noted that the lead exhibited externalized conductors as well. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.